Event description:
After an operation with a prefix plug, the pateint suffered testicular retention. Dr. Tried to revise this with a further operation. During this he noticed that the vessels which supply the testicles were completely grown into the plug. Due to the adhesion the vessels of the testicles were injured. The "infertility" did not create a problem, since the patient had a vasectomy. The patient was not informed of the risk of a testicular retention. Due to the adhesion a repositioning of on of the testicles is no longer possible, it is now located in the scotal space. The patient has already appointed a lawyer against the clinic.